Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the root cause could not be identified. However, probable wear and tear with user mishandling was not ruled out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿clamping mechanism for the optics was defective¿ was confirmed. The device evaluation found due to damage on coupler unit, the coupler came off from the scope. Additionally, due to damage on coupler unit, the coupler could not be locked smoothly, due to deterioration of button, the switches could not be pressed down smoothly, and the plug unit was deteriorated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd autoclavable camera head clamping mechanism for the optics was defective. There were no reports of patient or user harm associated with this event.